Event description:
Edwards received notification that this 79-year-old patient from mexico with a 25mm perimount valve implanted in mitral position underwent a valve-in-valve procedure after an approximate implant duration of five (5) years and six (6) months due to valve degeneration leading to a mean gradient of 15mmhg. The echocardiographic images provided revealed leaflet thickening consistent with sclerosis and calcification, which led to a substantially reduced leaflet motion, severe stenosis and moderate regurgitation. As reported, patient presented with chest pain, fatigue and dyspnea for the last 6 months. A 26mm transcatheter valve was implanted within the edwards surgical valve with no reported complications during the procedure. Patient was reported to be already discharged in stable condition.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), b6 (relevant tests/laboratory data, including dates), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected h6 (device code): degraded was changed to calcified. H11: additional manufacturer narrative: it was reported that the implant date was 2018, therefore (B)(6) 2018 is being used to calculate the minimum implant duration. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. The most likely cause is patient factors, including diabetes.

Event description:
Edwards received notification that this 79-year-old patient with a 25mm perimount valve implanted in mitral position underwent a valve-in-valve procedure after an approximate implant duration of five (5) years and six (6) months due to valve degeneration leading to a mean gradient of 15mmhg. As reported, patient presented with chest pain, fatigue and dyspnea for the last 6 months. A 26mm transcatheter valve was implanted within the edwards surgical valve with no reported complications during the procedure. Patient was reported to be already discharged in stable condition.

Manufacturer narrative:
E1 reporter name and address. (B)(6). The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.